Event description:
The customer opened a new carton of contour test strips and found the cap open on the bottle of strips. No adverse events were alleged. The test strips were returned for eval, ad exposure to moisture can cause high test results. Replacement test strips were sent to the customer.

Manufacturer narrative:
The qa lab evaluated the returned reagent and found it to read an average of 8 mg/dl high, out of spec. The high results were most likely caused by the exposure to moisture as a result of the open cap.